Event description:
Event description guidant received info that the pt implanted with this implantable cardioverter defibrillator (ICD) expired for unk reasons. It was reproted that physician performed autopsy stated the device never performed. The family of the pt has retained legal council.